Event description:
It was reported to boston scientific corp that a jagwire was used during an cholangiopancreatography with sphincterotomy procedure performed on (B)(6) 2009. According to the complainant, the wire performed well, however physician noticed the distal tip slightly detached from the device. The entire device was removed from the pt. The procedure was completed with this device. There were no pt complications reported as a results of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an cholangiopancreatography with sphincterotomy procedure performed on (B)(6) 2009 ((B)(6); weight unknown). According to the complaint, the wire performed well, however physician noticed the distal tip was slightly detached from the device. The entire device was removed from the patient. The procedure was completed with his device. There were no patient complications reported as a result of this event. The patient's' condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: visual inspection was performed and the entire overall length of the distal tip section was inspected. It was observed that the distal tip section exhibit evidence of a gap between the ptfe flare and the poly tip suggesting that this section was constrained during clinical attempt. Upon closer examination of the exposed core wire section it is was noted that the exposed section exhibits evidence of adhesive suggesting that poly tubing was properly bonded at the time of manufactured. Except where noted, no other damage or inconsistencies were noted to this specimen during the analysis. The root cause of failure could not be determined with certainty; there is a high likelihood that the probable cause for the failure reported appears related to be operational context. The customer did not allege having seen the damage prior to use, therefore clinical practice or procedures may have contributed to the damage. It is possible that during the removal of the specimen from the cannula device may have manipulated against resistance that compromises the integrity of the poly tip, thereby causing the separation (gap). (B)(4)